Event description:
During routine testing of the device, the user found that the display was blank. No pt harm was involved. The problem was traced to a connector (j3) on assembly 590373 which was not fully seated. No cause of the connector becoming unseated could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.